Event description:
Per the clinic, the patient experienced post-auricular infection at the implant site, which led to extrusion of the receiver/stimulator (date not reported). The patient was hospitalized for 2 days (specific date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.